Event description:
This event was captured based on review of the article: safety and mid-term outcome of endovascular therapy for internal carotid artery disease: a 15-year experience at a single-centre angiology institution. It was reported that this single center study which ran from january 1995 to december 2009 consisted of 497 procedures with 460 patients with carotid artery stenting who received unknown acculink, xact, and herculink stents. Clinical outcomes were as follows: periprocedure, 0.4% death, 2.6% transient ischemic attack (tia), 1.2% stroke, 24 month follow-up, 38 deaths, 1.0% stroke, 2.2% tia, 2.7% restenosis, no additional information was provided.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated based on date of publication. Date of implant estimate based on date of publication. There was no reported product deficiency. The reported patient effect of death is a known observed and potential adverse event as listed in the xact carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted. The herculink and acculink referenced are being filed under separate a manufacturing report numbers.